Event description:
Underwent unicompartmental knee arthroplasty of the left knee. Presented with drainage and increasing pain in 2002. Discovered a comminuted fracture of the medial tib plateau on that day. The next week they returned to the hosp for revision total knee arthroplasty.